Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 41 mmol/l (738 mg/dl) and ketones of 2.3 mmol/l while wearing the pod. The patient did not provide any additional information regarding the medical event except that they were admitted on (B)(6) 2024. No treatment information was provided. If any additional information is provided, a follow up report will be submitted.